Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose was 427 mg/dl at the time of the incident. The customer reported that they had no delivery. The customer reported that they received a motor error alarm. Customer was able to complete pump rewind and received no delivery alarm. Customer states the insulin did not exit. The customer reported that the drive support cap was normal. The customer was advised to change the entire infusion set system as soon as possible. The insulin pump will not be returned for analysis.